Event description:
Connection (IV extension device) with crack when hooked up to return line on cellex machine. Immediately started leaking when hooked up and clamps unclamped. Clamps then immediately re-clamped and new extension device primed and connected to peripheral IV angiocath, but the manipulation caused peripheral IV to infiltrate and had to be discontinued. Wrapped with gauze and coban and procedure ran single needle without further incident.